Event description:
It was reported, the patient has persistent pain at the ipg pocket site subsequent to losing weight. The physician plans to follow-up with the patient after she heals from another surgical procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.